Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue through analysis of software log but was unable to duplicate. The power board required for repair is not available. The customer has been provided with a replacement device. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
H6 has been updated.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.